Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that the patient had an infection on the right side. The patient did not follow up with the surgeon to have their staples removed. The patient had bilateral sc replacements on (B)(6) 2018. The patient was in a care facility and was not taken to their follow up appointment to see their hcp to have the staples removed. The patient then showed up in the ER with an infection on the right side incision site. The patient still had all of the staples in on the left side. The infected right side had opened up and still contained some staples. The patient was taken to surgery where the remaining staples were removed and the right side ins and extension were removed. The patient was sent home on antibiotics for 6 months before the devices would be re-implanted. There were no further complications reported.